Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was up to 500 mg/dl. The customer was treated with insulin pump. The customer reported that the display was completely blank. It was reported that the battery had fallen out of the pump and they applied a new one. The customer declined troubleshoot as customer attributed the high to the lost cap. The insulin pump will not be returned for analysis.